Manufacturer narrative:
Product analysis: the stent was not provided for evaluation. Crimp impressions were visible along the working length of the balloon. The distal tip was deformed. (B)(4).

Event description:
The physician was attempting to treat a severely calcified and tortuous lesion exhibiting 75% stenosis in the lcx. No issues were noted during device preparation. The lesion was pre-dilated with 60% stenosis remaining. An endeavor resolute stent was implanted. There was a minor vessel dissection in the distal part of the lesion when the physician was implanting the first stent. It was reported that the dissection was due to 'physician's operation' and there was no problem/malfunction with the first stent. The physician attempted to implant the second endeavor resolute stent (2.25x14mm) to treat the dissection. It was reported that the stent became stuck when crossing the previously implanted stent and there was friction with the first stent. There was partial overlap between the two stents. Force was used and the endeavor resolute (2.25 x 14 mm) stent dislodged during attempted removal. The physician dilated the lesion and deployed the dislodged stent using a 1.25mm balloon. It is reported that the physician determined the reason for the event was due to 'his operation' and the severe calcification present and was not related to the device. No further patient complications were reported. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.